Manufacturer narrative:
Product analysis: analysis was able to confirm the cooling system had an issue. The system fan wa noisy and was running slowly. The system fan was replaced. Analysis also noted that there were overheating messages in the programmer logs. The micro processor unit (mpu) was replaced. The hard drive was reconfigured, and the software was reloaded and updated. Additionally, the handle covers were cracked and the media bay door was damaged. The handles and the media bay door were replaced. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer cooling system had a problem. The programmer is expected to be returned for service. There was no patient involvement. It was further reported that the programmer was returned for service.